Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and could not confirm the reported issue. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was showing "no signal" on the monitors when starting up for the day. No patient was present at the time of the event.

Manufacturer narrative:
Initial reporter received from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was showing "no signal" on the monitors when starting up for the day. No patient was present at the time of the event.